Manufacturer narrative:
D10 concomitant medical product: sigsmrtchgr, sig power sigsmrtchgr four bay charger (serial# (B)(6) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found both battery cells were vented. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The observed vented battery was determined to be from battery degradation. It was reported that the signia power handle was not charged. The reported issue was confirmed. The most likely cause was traced to component failure. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. Analysis of the logs noted that the cell over voltage (cov) bit was tripped, permanently disabling the battery. This failure will result in the handle being unresponsive. The handle was opened up. The current interrupt device (cid) for one of the battery cells was open. The most likely cause for cov was not established and was traced to a component failure. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, the powered handle did not charge, the power handle would not recognized and charger bay error. It was noted that charger was working with other handle. There was no patient involvement. Medtronic's initial evaluation of the incident device found the vented battery was determined to be from battery degradation (component failure).